Manufacturer narrative:
Endoleak, graft migration, ruptured vessel/aneurysm. Disease progression; aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 58 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented emergently with severe back and abdominal pain approximately 1 month ago, and the CT showed that the stent graft had migrated, resulting in a type I endoleak and a contained rupture. At the time of migration, vessels were reported to be non-tortuous and non-calcified, and the aortic neck was 5 mm long, 21mm in diameter at the renal arteries and 22 mm in diameter 5 mm below the renal artery and angled 20 degrees. There was disease progression, resulting in aortic neck dilatation. The physician elected to intervene by cutting and removing part of the stent graft and sewing a surgical graft to the iliac limbs, with successful results. No add'l clinical sequelae were reported, and the pt is fine.